Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a leak under the modular chemistry (mc) module of the synchron lx 20 clinical chemistry system. Customer reported that the leaked fluid was yellow in color and about 15 cubic centimeters in volume. Customer reported that they suspected the leak was from the modular chemistry waste drain. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the mc module, performed alignments, tested and verified no further leaks were present after the replacement. Root cause is unknown.

Manufacturer narrative:
(B)(4).